Event description:
The customer reportedly obtained a "lo" (less than 10 mg/dl) on the accu-chek active system. Due to the "lo" (less than 10 mg/dl) result, she ate a few pieces of cantaloupe and drank a cup of apple juice. She ran another test and obtained the bg result of 115 mg/dl on the same system. The results were obtained within a ten minute timeframe. The customer felt dizzy, with blurry eyes and difficulty focusing during the event. She states that the symptoms were unrelated to diabetes and she has experienced them for the past 4 weeks. No adverse event reported. New system sent to customer and return requested.